Manufacturer narrative:
(B)(4). Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that at the end of a patient's treatment, the ultrafiltration (uf) goal was found to have defaulted to 3000. The patient was set for 1.4 kg and the machine pulled 2.9 kg. This is excessive uf more than 1 kg for an adult. Although the patient completed the full treatment with no reported complaints, at the conclusion of the therapy the patient became sick, and was given saline. No adverse event occurred as a result of this incident. The biomedical engineer evaluated the unit and no problems were identified. Reportedly, the biomed put in a request for a third party technician to come out and look at the facility's floor scales.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore, the failure mode cannot be confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification.